Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pacemaker was suspected to exhibited premature battery depletion (pbd). Also, the device longevity dropped for two years in a span of one year. To date, the device remains in service. No adverse patient effects were reported.